Event description:
Patient had recently experienced a break in the system's tibial component, a fracture through the stem 2 to 3 centimeters below the tip of the remaining tibia. Implant broken in two.

Event description:
Patient had recently experienced a break in the system's tibial component, a fracture through the stem 2 to 3 centimeters below the tip of the remaining tibia. Implant broken in two.